Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the battery pack failing to charge was confirmed related to an electrical issue. There was no reported patient involvement. This device is used for therapeutic purposes. H11:g4

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The proximate cause of the battery pack failing to charge was confirmed related to an electrical issue. The battery was replaced.

Event description:
It was found that the device had a battery issue.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The proximate cause of the battery pack failing to charge was confirmed related to an electrical issue. The battery was replaced.

Event description:
It was found that the device had a battery issue.